Event description:
It was reported that neonate experienced a "life threatening low glucose level" due to an interruption or delay in a critical life sustaining therapy, which occurred with a buretrol set in use on a baxter sigma spectrum pump. Air in line alarms occurred on the pump. The reporter also stated that there was a kink in the line. The nurse manager explained that the clinicians were able to bring the neonates sugar levels back up but they had to administer an intravenous (IV) infusion of d10% (dextrose) bolus to the patient and within an hour the baby's sugar was back up. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The sample was returned for evaluation and the complaint was not confirmed: visual inspection did not identify any obvious defects. Additionally, the set was functionally tested with a sigma spectrum pump. The functional test found that the set primed, flowed, and performed as intended. The assignable cause could not be determined. Should additional information become available, a follow-up will be submitted.